Event description:
Following a stent procedure, an angio-seal device was utilized for hemostasis in a pt. The pt returned two days later with an infection which affected both the puncture site and the surrounding subcutaneous tissue. The pt was placed on antibiotic therapy (medications unknown). As of 2/13/1998 the infection is reported to have resolved. As of 4/13/1998 there has been no further report of complication or pt sequelae made to the MFR.